Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic evaluation: one photo received. The photo shows tissue with what appears to be malformed staples. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an roux-en-y, there were malformed staples when firing on the small bowel. Procedure was not delayed due to the reported event. It is unknown how the case was completed. There were no patient consequences reported.